Manufacturer narrative:
UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing verified that the scan initially did not recreate a complete scan to trace for registration. The nose and forehead were missing from the scans. Rep sent in logs. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, while attempting to register the patient, the site was unable to register the patient. The site tried tracing multiple times without resolution. Surgery was aborted. There was no reported patient impact.

Manufacturer narrative:
The archive from the procedure was sent to the manufacturer for evaluation. It was noted that the nose and forehead were missing from the image.